Event description:
We received a report that a z9002 intraocular lens (iol) was explanted because it was the wrong diopter for the patient. To remove the iol the incision had to be enlarged.

Manufacturer narrative:
Corrected data: additional information received indicated that an incision enlargement was not performed. (B)(4). Incision enlargement is not valid as reported. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection: the returned sample was inspected at 10x microscope magnification. Visual inspection revealed the sample has residuals (debris/particles) compatible with handling the lens out of sterile environment. No other cosmetic defect was observed. Diopter measurement showed the iol diopter corresponded to a 20.5 diopter; the lens met labeled specifications. All patient information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.